Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did allege insulin pump was under delivering. Customer did 3 boluses but blood glucose value did not go down. The customer¿s blood glucose level was 232 mg/dl. The customer was treated with insulin pump. The customer stated that the drive support cap was normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.